Event description:
It was reported that the system displayed a collimator iris too large error with pt involvement. This is a possible aro. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.